Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective cable unit, however, the exact cause of the defect could not be specified. It likely the cable failure occurred due to one of the following; the cable pins on the connector are too small for the shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins on the connector), the shield groups soldering joints are too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam resulting in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage, and/or the soldering process used at the time of manufacturing was out of date. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoeye high-definition ii, autolavable video telescope his having unspecified ¿image issues¿. The device was returned for service and during the evaluation, the following reportable malfunction was identified: the scope displays a purple-colored image due to a defective video cable unit. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
The device evaluation confirmed the customer¿s reported issue, as the scope was found to produce a purple-colored image. The inspection also noted the fiber bonding at the distal tip of the rigid outer tube is damaged. The DHR showed that the device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.